Manufacturer narrative:
The customer¿s report of the unit smoking upon turning on the device could not be confirmed. The pump module was not returned for investigation. The device was sent to service and repaired. Service personnel observed fluid contamination at the iuis which indicated this was the cause of the thermal damage to the right iui. No further investigation of the event is possible at this time. The root cause of the unit smoking upon turning on the device was not identified.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that upon turning on the device it started smoking. There is no report of any patient event. No further information is available.